Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump powered up without any problems, and the pump ehl was found to have a time base bgnd test alarm as the customer reported. The cause of the customer reported problem was a malfunctioning main circuit board and it was replaced. Additionally, it was found that during testing the pressure sensor would not produce a stable reading. The manufacturer representative replaced the pressure sensor, but the problem persisted, and the plunger float plate was replaced to resolve the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative updated software and firmware, reset the unit to standard configuration, and recalibrated all sensors. The pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code, time base background test which appeared intermittently while in use and then asked for the biomed code. There was patient involvement, and no patient injury was reported.